Event description:
During a procedure, the uterine manipulator broke in the patient's uterus. The broken piece was removed manually. (Finger os forceps).

Manufacturer narrative:
The subject lot has no complaint history. A review of the complaint database revealed two similarly reported complaints - one dating back to 2003 and the other to 2006. No pattern or trend is apparent. A review of the work order for the subject lot was performed with no anomalies or deviations noted. Although, the user facility has indicated the subject device would be returned, as of this report, it has not arrived. This report will be supplemented as appropriate upon the arrival of the subject device. (B)(4).